Manufacturer narrative:
Cmp-(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured upon impaction of trial. Another device was used to complete the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed nicks and gouges. A quarter of the device has fractured off and was not returned. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. This device had a potential field age of six (6) years. Per the package insert, end of life is normally determined by wear and damage due to use. Additionally, it is noted that high impacts can result in breakage of the instrument. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.